Manufacturer narrative:
(B)(4). Investigation summary: one photo of the packaging top web and no samples were available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production. Investigation conclusion: 1 photo was returned for investigation. The photo shows the top web with batch #9325688. Unable to confirm the customer experience as no sample was returned. End user risk assessment as per p-eura document, (B)(4), severity is severe (s4) occurrence: (sum of defective samples for all complaints / batch quantity) x 1,000,000, (1/ 36,000) x 1,000,000, 28 ipm which is occasional (o3), the risk is unacceptable per ms-qs-034. Root cause description: based on the verbatim, the leakage could be due to injection valve move within the cannula hub. Rationale: CAPA# (B)(4) has been initiated to address this issue.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety shielded IV catheter hub when injecting muscle relaxant during use. The following information was provided by the initial reporter: "18 g cannula inserted (r forearm) immediately prior to induction of ga. Flushed with saline as usual. Cannula then used for induction drugs, propofol given and then muscle relaxant. As muscle relaxant given I felt a 'give' in the cannula hub and it suddenly became much easier than usual to inject. I removed the syringe, at which point blood started coming up out of the green hub. I was not able to stop the flow of blood even when hub shut. So injected at the white end port but this just came up out of the green hub despite it being closed. Blood continued to pour out of cannula hub until it was removed once we had situation under control."